Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed rate accuracy test, which was reproduced during evaluation. The cause was determined to be a pressure plate travel being out of adjustment. The pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed rate accuracy test during preventive maintenance. Pump was set for 200ml/hr for 50 vtbi. Pump delivers only about 45ml. Test was performed by different technician and several different tubing set up but issue continues. There was no patient involvement. No additional information is available.